Manufacturer narrative:
A ge rep evaluated the sys and repaired the lemo connector. Sys operates as intended. (B) (4).

Event description:
The customer reported the display intermittently goes white or black during fluoro. No pt injury was reported.